Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the pump lost power while the patient was sleeping and the patient's blood glucose rose to 400mg/dl with symptoms of vomiting. The pump reportedly has a crack near the battery compartment and the yellow o-ring is visible. The patient reportedly sometimes will use their teeth to remove the cap from the pump. This report is being made based on the indication that the patient experienced elevated blood glucose levels related power loss related to use error.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.